Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the pump alarmed when the latch was closed. It was noted that the pump failed a downstream occlusion (dso) pressure range test exceeding the maximum limit of 28 psi. Service will replace the dso sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarms "cassette not attached" when the cassette is disconnected. There was no reported adverse event.